Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an intra-aortic balloon (iab) rupture.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm investigated a possible blood back issue. The pim was removed and the chassis cover. No signs of blood were found inside. The pneumatic module assembly was replaced as a preventative measure. The stm completed all safety, functionality and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.